Event description:
Reportedly, some patient files were anonymized and some not in the programmer. It was impossible to look for a patient by filtering by his name.

Event description:
Reportedly, some patient files were anonymized and some not in the programmer. It was impossible to look for a patient by filtering by his name.

Manufacturer narrative:
Reportedly, some patient files were anonymized and some not in the programmer. It should be noted that the patient records are always stored on programmer¿s hard drive with all details in clear: if the data obfuscation (anonymization) is active, the exported copy is anonymized at export time. Based on available information, it is suspected that the anonymized patient files present in the programmer had been previously exported from another programmer to an external drive (resulting in their anonymization) and imported in the subject programmer, leading to the reported observation.